Event description:
A caller reported that their t:slim x2 pump battery would not charge using a new charging cable. There was no adverse impact to the customer¿s blood glucose level. Technical support determined that the issue was due to confusion between an old and new tandem pump cable. Upon testing, the customer's pump successfully recognized the charge with another tandem cable they had. No further action was required as the pump was able to charge properly.